Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to be stuck in the "preparing to prime" loop. Customer did not receive second series of beeps and numbers did not appear on display screen. Customer also received a motor error alarm. Customer's blood glucose was 140 mg/dl. Customer was advised that insulin pump would need to be replaced.